Event description:
Reportedly, the pt was under-going a leep procedure for carcinoma m siter. During the procedure, the posterior vaginal wall gave way and there was protrusion of the small intestine through the posterior vaginal wall. There was evidence of injury to the small bowel and the repair was completed.